Event description:
Multi-system organ failure. Info was received on 21-nov-2003, regarding a pt who was a victim of a rollover automobile accident. Pt sustained 49% total body surface area (tbsa) burns. During surgery in 2003, both legs and one arm were amputated. A total of 32 out of the 80 epicel grafts manufactured for this pt were applied. Nine grafts were applied to the trunk area, 11 were applied to the left posterior thigh and 12 were applied on the right posterior thigh. The pt expired 13 days later due to multi-system organ failure unrelated to the use of epicel. Batch records for this pt were reviewed by qa. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility tests samples collected pre-release and final product release were negative for growth.